Manufacturer narrative:
It was reported that the tip of the winding coil sv5 guidewire had fallen off during advancement of the procedure. Additional information was received that the tip of the wire was just unraveled. However, a fracture\separation conditions was observed on the distal tip core wire during fal analysis. The device was replaced with another device and the procedure was completed successfully. There was no patient injury. The patient had right superficial femoral artery stenosis of 85% with no tortuosity. The access site for the procedure was the right femoral artery. There was no difficulty advancing the wire towards the target lesion. The product was not re-sterilized. The wire was removed from the dispenser by the distal/floppy end with no difficulty. The wire was not kinked/bent or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. One non-sterile pgw .018 sv short 300cm st was received coiled inside a plastic bag. The core distal section was fractured\separated; the coil wire was unraveled\stretched and no fractures were observed on it. No other anomalies were observed on the received product. The guide wire was sent to perform sem analysis and results showed that the separated guide wire core was induced to tension conditions as the separated metal presented evidence plastic deformation and ductile dimples. Plastic deformations occur due to a tensile, compression or torsion overload. Also, ductile dimples suggest that stretching / pulling events had occurred. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above-mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported ¿distal tip-wires - unraveled/stretched - in patient¿ was confirmed through analysis of the returned device. In addition, a ¿distal tip-wires - fractured-separated - in patient¿ condition was also noted during analysis of the returned device. The cause of the reported failures as well as the core distal tip fracture\separation could not be conclusively determined during analysis. Based on the limited information available for review, procedural/handling factors likely contributed to the issue reported as evidenced by presence of plastic deformation and ductile dimples during sem analysis. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Neither the DHR review nor the product analysis suggests that the reported event are related to the design or manufacturing process. Therefore, no actions will be taken at this time.

Event description:
It was reported that the tip of the winding coil sv5 guidewire had fallen off during advancement of the procedure. Additional information was received and the tip of the wire was unravel. Also, a fracture\separation was observed on the distal tip core wire during fal analysis. The device was replaced with another device and the procedure was completed successfully. There was no patient injury. The patient had right superficial femoral artery stenosis of 85% with no tortuosity. The access site for the procedure was the right femoral artery. There was no difficulty advancing the wire towards the target lesion. The product was not re-sterilized. The wire was removed from the dispenser by the distal/floppy end with no difficulty. The wire was not kinked/bent or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user.